Event description:
During the procedure this device failed to advance through the guide wire lumen. The physician removed the device and reportedly noted that the device had stretched 2 cm from the distal end. The procedure was completed using another device. There is no report af patient injury. The device is being returned for co's analysis.